Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to uterine prolapse and stress urinary incontinence and mesh was implanted. It was also reported that patient experienced pain, urinary problems and dyspareunia post implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with anterior and posterior colporrhaphy, uterine suspension and perineorrhaphy due to pop, moderate cystorectocele and gaping introitus additionally. (B)(4) in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced chronic vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.